Event description:
It was reported that the right atrial lead fractured and the patient was symptomatic due to the device inappropriately mode switching. The lead was capped and replaced. During the lead revision, the physician elected to explant and replace the device because it was 6 years old. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.